Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen devices were received for evaluation; 13 events were confirmed during testing. Nine devices were found to be affected by damaged internal components. Four devices were found to have internal corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device ran without user activation. Fourteen events had no patient involvement; no patient impact.